Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated they changed the infusion set as a result of the alarms. The customer also reported experiencing a high blood glucose of 500 mg/dl. The customer treated their blood glucose with the insulin pen. The customer's blood glucose was between 90 mg/dl and 105 mg/dl at the time of the call. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.